Event description:
It was reported the programmer will not boot up to the main screen. There was a "flashing cursor" in the upper corner of the screen, but it would not proceed beyond this. Attempts to run the service disk were unsuccessful. There was no patient involvement.

Event description:
It was reported the programmer will not boot up to the main screen. It was further reported the programmer rf (radio-frequency) head will not find devices. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer will not boot up to the main screen. Device locks up on medtronic logo. (B)(4) intermittent telemetry. Rf (radio frequency) head cable found out of electrical specification.

Manufacturer narrative:
(B)(4).